Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (deliver pulse below lower limit) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the communication failure was isolated to a shorted (B)(6) diode array on the distribution node pca. The root cause for the shorted (B)(6) diode array could not be (B)(6) identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the electrode belt delivers pulse below lower limit.